Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic because the implantable cardioverter defibrillator triggered the vibratory patient notifier. The patient experienced the vibratory notifier at random times. No intervention was performed and the patient would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted the patient reported continued vibratory notifiers from their implantable cardioverter defibrillator. All lead testing and available diagnostics were within normal limits. The vibratory notifier function was disabled by clinic staff. On (B)(6) 2019, the patient's device was explanted and replaced. The patient was stable throughout and discharged.